Event description:
The reporter stated that about one month after implantation, the patient developed a pneumocele. The valve system was removed and another type of valve system was implanted. The patient had no evidence of skin disturbance or improper positioning of the valve elements. Integra has requested additional clinical information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.